Event description:
The iab was inserted into the pt on 9/29/97 at 8:15 p.m. And removed on 9/30/97 at 7:30 p.m. The iab did not malfunction. Originally, it was reported that the pt expired in the hosp as a direct result of iab therapy. Further info was reported by the contact stating that the pt's death was not a direct result of iab therapy. (Event complications: the pt expired-reported 10/9/97.) (Pt's current status: expired-10/9/97.)